Event description:
Abbott freestyle libre sensor/detective for measuring blood sugar failed to measure. The hotline guaranteed to sent out a replacement within 3-5 days. I did not receive anything. All escalations to (B)(6) and board were not answered. (B)(6). Serial # (B)(4).call center agent: (B)(6)incident: (B)(6) 2016.